Event description:
It was reported that the user experienced persistent hyperglycemia despite the ilet delivering more than one-half unit of insulin approximately every five minutes, with no observed leaks, cartridge damage, or bent needles, and the event was attributed during troubleshooting to probable poor insulin absorption at the infusion site. Symptoms included elevated blood glucose. Outcomes included user troubleshooting and education with a complete infusion set change, priming, and resumption of insulin, along with instructions to monitor for improvement. Investigation included remote data review and guided inspection of the infusion system, followed by a site change to a new location. Investigation of this case revealed no device mechanical issues and suggested impaired absorption related to the initial infusion site, consistent with infusion into tissue with reduced absorption potential. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive with a likely contribution from infusion-site absorption variability associated with scar tissue or lipohypertrophy. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.